Event description:
There was no patient involvement.

Manufacturer narrative:
Added to the description there was no patient involvement.; patient code updated.

Manufacturer narrative:
H10: during assessment of the device that came in for the syringe split nut recall, multiple issues with the device unrelated to the recall were observed and repaired. A review of the device history record was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. The logic/control board was determined to be faulty. The proximate cause was identified as due to a software issue. There was no reported patient injury. This device is used for therapeutic purposes.

Manufacturer narrative:
The device sent in for the syringe split nut recall and the watchdog was found to not be affected by the recalls, however during the recall process, multiple issues with the device unrelated to the recall were observed and repaired. Multiple issues unrelated to the syringe split nut recall and watchdog recall were observed with the returned device and were replaced. The logic/control board was determined to be faulty. The proximate cause was identified as due to a software issue. The proximate causes for items 2 through 7 were reported by service to be due to wear. The front case was broken. The rear case was broken. The left iui had broken pins. The right iui had broken ribs. The handle was broken. The latch assembly was broken.

Event description:
The device was found to have damaged components.